Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no fluoro or acquisition image was available. X-ray was generated, but no picture was available and the system did not switch to bypass mode. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation shows that the error mentioned in the complaint was caused by a defective graphics adapter (gra). The spare parts consumption has been checked and no general fault has been recognized. The affected part has been exchanged by the local service organization. The error mentioned in the complaint did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.